Event description:
The patients wound started opening after a few weeks of surgery. The complaint was only reported recently because there were several cases relating to this one. So the dr. Requested that we investigate that, is this related to the product or is it the patient.

Manufacturer narrative:
(B)(4).